Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, undersensing, elevated sensing integrity counter (sic), and high rate non-sustained episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.